Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had inserted a new sensor in her buttock and it didn't work so she removed it. Customer then noticed the electrode was missing. Customer's blood glucose was 91 mg/dl. Customer agreed to replace the sensor.